Manufacturer narrative:
Qn# (B)(4). The device history review for the product auto endo5 ml lot #73d1800014 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during gastroenterology surgery the clip became stuck and loose after 6 clips were fired, so the clip could not be closed properly. There was no patient injury.